Manufacturer narrative:
(B)(4) urinary/bowel problems-not labeled. Undefined recurrence. Dyspareunia. Additional procedures. Infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2011, and a mesh was implanted due to incarcerated ventral hernia. It was reported that the patient underwent b-pelvilace implant on (B)(6) 2012; and covidien parietex implant on (B)(6) 2013 due to ventral incisional hernia. It was reported that following insertion the patient experienced infection, urinary and bowel problems, fistulae, recurrence and dyspareunia. It was reported that patient underwent exploratory laparotomy with excision of infected mesh due to infected mesh on (B)(6) 2013. No additional information was provided.